Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra meter does not turn on. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with self-adjusting insulin. The power issue began about one week prior contact lfs at 7am, when the pt replaced the battery incorrectly into the subject meter. The subject meter would not turn on, and the pt reportedly was unable to obtain her blood glucose reading and administered insulin accordingly. At approx 1pm, 6 hours later, the pt reportedly developed symptoms of shaky, tired, thirsty, and exhausted. Allegedly, the pt skipped her insulin dose because she could not obtain a blood glucose reading at the time of concern. In the next day at 1pm, the pt was hospitalized and was treated IV insulin. At 3pm, the pt obtained lab results of "963 mg/dl". The pt was released from the hospital 3 days later. During troubleshooting, the customer care advocate discovered the battery was replaced into the subject meter upside down. The power issue was resolved with training. This complaint is being reported because the pt claimed she received treatment for hyperglycemia after she was unable to test her blood glucose due to a power issue, which was related to a user error. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.